Event description:
It was reported while preparing to load a patient into the ambulance, the patient allegedly reached outward and shifted her weight resulting in the stretcher tipping over. The patient was removed from the manual stretcher and another transport with a powered system was called to complete the bariatric transfer. There have been no allegations of injury; however, a cardiac event occurred after the reported incident and treatment of the patient was still ongoing at the time of transfer over to hospital care.

Event description:
It was reported while preparing to load a patient into the ambulance, the patient allegedly reached outward and shifted her weight resulting in the stretcher tipping over. The patient was removed from the manual stretcher and another transport with a powered system was called to complete the bariatric transfer. There have been no allegations of injury; however, a cardiac event occurred after the reported incident and treatement of the patient was still ongoing at the time of transfer over to hospital care.

Manufacturer narrative:
An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation of the stretcher. There were multiple observations of damage resulting from the incident such as bent sidearms and cut restraints; however, there were no observations of any mechanical failures that would have contributed to the cot tipping. The cot was functioning as intended at the time of evaluation and post-repair after replacing the sidearm and restraint. The end user did report the patient passed away a few days later; however, the cause of death is unknown and there are no allegations that the function of the stretcher was a factor in the patient's outcome. The sudden movement of the patient during the loading process was a direct factor in the loss of control of the stretcher and resulting tip.